Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and found that customer have replaced the power management and power supply..

Manufacturer narrative:
The customer reported that the unit was not in use on a patient. The customer states the unit was being set up for use.

Event description:
The customer reported that the machine keeps shutting off. The customer contacted product support and reported not on pt, no pt harm, unit alarmed. The customer states the unit was being set up for use when discovered that the unit only powers on for five seconds then shuts off, screen is black and red led is flashing with alarm. The customer would like to know if the unit is affected by fco86600050. Verified that the unit is not affected by fco. When the unit is plugged in yellow ac power led is illuminated but battery charge led is not and unit does not power on at all. Advised customer to check 120vac at power cord and inlet and check power supply for 24vdc. The customer will troubleshoot and follow up. The customer reported that the unit was not in use on a patient. The customer states the unit was being set up for use.